Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from a loose liner, pain, and swelling. We are not currently reporting additional products for the alleged infection. Should we receive medical records confirming the infection, we will report the additional products at that point.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/13/2017 medical records received. After review of the medical records for MDR reportability on 01/30/2017, in addition to what was previously reported, part/lot numbers were provided. Adding an srom sleeve to complaint. Competitor products were placed at this time. The patient was reimplanted (B)(6) 2015 with all competitor products.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2016: litigation received. As infection was alleged and all components were removed and spacers were placed. The unknown liner is being changed to a stem. The cup, liner, and head are already reported on com (B)(4). The unknown femoral head on this complaint will be voided out as its a duplicate from com (B)(4). This complaint was updated on: (B)(6) 2016.